Manufacturer narrative:
Final product manufacturing and qc record for cov2030004 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The appearance of the retained samples was checked before the experiment and they were all normal. We have not found the complaint issue with the retention cassettes. Please see the attachment for the results. The test results of retention samples from cov2030004 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). Customer open test cassette and notice a faint line at the t before any sample was applied. Foil was no open or damaged. Cassette was not out for more than a couple seconds when she noticed. She did not use the kit once she noticed the line.